Manufacturer narrative:
Continuation of concomitant products: 4135 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead threshold was high, and had been chronically high per the trend measurement observed on a remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.